Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed pump error 25. The customer stated that they received a low battery alarm a week ago. The blood glucose reading was 8.6 mmol/l at the time of the incident. The batteries were changed prior to the troubleshooting. The customer was advised that the insulin pump needs to be replaced. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Unit passed displacement test sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm noted during testing. Low battery alarm noted then power error 25 alarm was triggered and noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.